Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited anomalies on the electrogram that appeared to suggest fracture. The sense/pace portion was capped and replaced. The defib portion remains implanted and functioning.